Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 90% stenotic and was located in the mid-left anterior descending (lad) artery. The physician used a csi viperwire guide wire and a 6fr introducer sheath to access the lesion. The oad was loaded onto the guide wire and advanced to the site of the lesion. The physician performed three runs at low speed, but while advancing the crown during the final run, the crown appeared to jump through the lesion. The oad was removed from the patient and angiography revealed a perforation. The physician deployed a resolute onyx stent across the perforation and successfully resolved it. The physician then performed pericardiocentesis to remove excess fluid from the pericardium. The patient status remained stable and was transferred to the ccu for monitoring. Requests for additional information have been made, but none has yet been received.